Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to dehydration on (B)(6) 2018 with blood glucose of 394 mg/dl. Customer stated that she was vomiting when she arrived at the hospital with a blood glucose reading of 394 mg/dl and was dehydrated. The customer was treated with manual injection. Customer's blood glucose reading was 126 mg/dl at the time of call. Customer also reported that the insulin pump had a stuck button alarm. Troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The reservoir will not be returned for analysis.